Event description:
It was reported that during the use of the pump, an alarm went off. The details of the alarm was unknown. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels still intact and no physical damage. As a result of checking the event history log, it was confirmed that there was a record high pressure alarm occurring continuously during the pump between (B)(6) 2022 and (B)(6) 2023. Issue was not able to be confirmed during the functional test. The occlusion detection level of the dso sensor was within the standard. The downstream sensor was replaced as a preventative measure. Product is beyond 2 years from manufacture date of 2020-02 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.